Manufacturer narrative:
(B)(4). Batch # k92f7x. Additional information was requested and the following was obtained: for clarification, was the threaded stud broken? The complaint was submitted to me verbally with the information that the handpiece broke off into the harmonic device, the handpiece was submitted for sterilisation so I could not inspect it myself. Unfortunately the product is still being located within the hospital. I have spoken to the nurse once again who submitted the complaint and he has informed me that the inside of the harmonic (ace36e) came off onto the handpiece rather than the handpiece coming off into the harmonic. He has also said that the threads on the handpiece are now damaged as a result. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the hand piece detached into the harmonic when trying to unattached the device. Another like device and hand piece was used to complete the procedure. There were no adverse consequences for the patient reported.